Event description:
It was reported that pump experienced malfunction indicated by malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed pump was part of field correction, completed required online form on customer¿s behalf, provided reset instructions, assisted caller in resetting pump, and confirmed malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned.